Manufacturer narrative:
The harmonic ace instrument has been received for failure analysis evaluation; however, the evaluation has not been completed. A review of the provided image was performed. The curved blade of the harmonic ace instrument has broken and fallen into the patient. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade broke on the harmonic ace instrument. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the procedure, it was confirmed that a portion of the instrument that enters the patient's body¿the blade¿became detached and fell into the patient. The fragment (the blade) was successfully retrieved using bipolar forceps, and no additional surgical procedures were required for removal. Confirmation that all fragments were retrieved was based on the immediate intraoperative assessment; no post-operative tests like x-ray or ultrasound were performed. After resolving the incident, the procedure was completed using a replacement instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument with an alleged issue to perform failure analysis. The instrument was found to have curved blade broken at its base. A piece approximately 12.0 mm x 2.1 mm was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade did not show damage.